Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating a blower stall condition. The device was not in clinical use at the time the issue was identified. No patient involvement or patient impact was reported. The customer evaluated the device with assistance from a remote service engineer (rse), and the reported issue was confirmed. Review of the significant event log identified error code 1134, consistent with a blower stall alarm. As a result, the system did not meet specifications for the service performed and was removed from use. Replacement of the blower assembly was recommended. The customer will order the part and perform the repair.

Manufacturer narrative:
Per the good faith effort (gfe) response received, it was confirmed that the blower assembly was replaced to resolve the reported issue. Following the repair, the device successfully passed required performance verification tests in accordance with philips standards and was returned to service.